Event description:
The patient is reportedly experiencing an infection and wound around the magnet site of the device. The patient was given antibiotics (type unknown). The patient's magnet has been removed. The patient is currently being monitored by the center.